Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed alinity I total psa results for one sample.the following results were provided:sid 30298959204 total psa initial result = 1.439 ng/ml, total psa repeated on another alinity (ai20435) = 4.974 ng/ml, free psa = 2.680 ng/ml, total psa 2nd repeat (ai20435) = 4.758 ng/ml, free psa = 2.753 ng/ml no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) reviewed the module logs, inspected the alinity I processing module, and determined the trigger line fittings were defective. The fsr replaced the defective trigger line fittings with new fittings from the face seal fitting repair kit. The part replacement resolved the issue. No additional discrepant total psa result issues have been reported since the service activity was completed. Data and information provided by the customer was reviewed. The instrument service history review revealed no additional tickets associated with discrepant/erratic total psa patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity I processing module did not identify any similar issues related to the with regards to the current issue. Additionally review of complaint and trending data associated with the face seal fitting repair kit did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify non-conformances or potential non-conformances identified for the part associated with this complaint. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed alinity I total psa results for one sample. The following results were provided: sid (B)(6) total psa initial result = 1.439 ng/ml, total psa repeated on another alinity (B)(6) = 4.974 ng/ml, free psa = 2.680 ng/ml, total psa 2nd repeat (B)(6) = 4.758 ng/ml, free psa = 2.753 ng/ml no impact to patient management was reported.